Manufacturer narrative:
The product has been returned for eval and testing, however, the engineers eval is not yet completed. Please note add'l info will be submitted within 30 days upon receipt.

Event description:
Coil stretched. During coil embolization within the internal carotid artery aneurysm, while the physician was repositioning the coil, the coil stretched in the microcatheter. The coil was withdrawn back into the mc without difficulty. There was no one to one relationship between the coil and microcatheter and was not verified with fluoro prior to repositioning. There was no resistance while advancing the coil into the microcatheter. The microcatheter was reshaped prior to use adn mandrel was used. There was resistance when the coil was withdrawn from the microcatheter. The entire coil was removed from the microcatheter. There was no report of pt injury. No add'l intervention or any medication was required.